Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/20/2020.

Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How was case completed? Was the broken drain surgically removed and replaced with another new drain? Lot number if available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a lymph node dissection procedure on (B)(6) 2017, drain was used. When removing the drain after the dissection, it was found that the drain placed in the abdominal cavity had been broken at (or slightly deeper than) the position where the drain had been fixed with the patient¿s body. There were no adverse consequences to the patient. Further details are not provided.

Manufacturer narrative:
Received one used, actual drain. The drain broke in the middle following some mechanical damage (multiple cuts are visible at broken area).

Manufacturer narrative:
(B)(4). The following information was requested, but unavailable: how was case completed? => no information. Was the broken drain surgically removed and replaced with another new drain? => no information. Lot number if available => no information. No further information will be provided.